Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was silicic acid derived from the medical solution. Additionally, there were no deviations from the instruction manual on reprocessing steps at the material residue points, and there was no physical damage at the places where the foreign material remained. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: bending angle in up direction does not meet the standard value due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has a crack, adhesive on bending section cover has white-clouded area, water removal ability does not meet the standard value due to clogging of nozzle, electrical connector is dirty due to water leakage, control unit has discoloration, switch 1 has a scratch, protector of universal cord on suction connector side has a scratch, objective lens has a scratch, plastic distal end cover has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera colonovideoscope had an insufficient angle. During the device evaluation, it was found that there was foreign matter in the nozzle, suction channel and forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.